Event description:
During follow-up, noise leading to oversensing was observed on the right ventricular (rv) lead. The patient was stable and will continue to be monitored. There were no adverse consequences.